Manufacturer narrative:
The remote service engineer (rse) confirmed the failure. Service was declined by the customer based on the service record notes. Per good faith attempts, the customer replaced the fan accessories and the blower to resolve the issue.

Manufacturer narrative:
G4:01mar2021. B4:02mar2021. H11:g5:k102985. H10: the ventilator was on a patient and the patient was moved to a different ventilator. The ventilator has been repaired by the hospital. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
A fan alarm was reported. The device was in clinical use, however no patient harm was reported.